Manufacturer narrative:
The complainant indicated that the device was disposed at the site and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed. (B)(4): disposed.

Event description:
Note: the date of the event is unknown it was reported to boston scientific on may 5, 2010 that a cre dilatation balloon was used in an egd procedure (event date, patient age, weight, date of birth, and gender are unknown.) According to the complaint, during the procedure, the cre balloon was successfully used to dilate the esophagus, however the account had difficulty while extracting the cre balloon through the scope. The balloon material appeared to be twisted around the catheter and they had to cut the catheter in order to remove the balloon from the endoscope. The procedure was completed with this device and there were no patient complications. The patients condition was described as "fine." Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.